Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen3381 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the floor nurse noticed the pumps kept alarming for occlusion. The patient was sent for an x-ray and found the PICC kinked inside the patient. The PICC was from lot reen3381 and was placed on (B)(6) 2020.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were abundant throughout the sample. A permanent kink impression was observed at the 33cm depth marking. Biological residue consistent with fibrous tissue encapsulation was observed around the catheter shaft just proximal of the kink. The catheter kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the kink site revealed material buckling and discoloration in the vicinity of the kink. Inspection of the biological residue confirmed that it appeared consistent with fibrous tissue. The kink impression and preferential kinking were consistent with the catheter becoming sharply kinked. The abundant use residue suggested that kinking occurred either during or following device placement. The fibrous encapsulation suggested that constraint of the indwelling catheter may have contributed; however, an additional unidentified factor(s) may have also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported the floor nurse noticed the pumps kept alarming for occlusion. The patient was sent for an x-ray and found the PICC kinked inside the patient. The PICC was from lot reen3381 and was placed on (B)(6) 2020.